Event description:
Device was returned for repair only. Shaft was noted to be bent down and inner jaw broken off and missing. Contact with hospital confirmed that the tip had broken during use in the patient. Piece was retrieved with no injury or procedural complications resilting.